Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed to remove all the components. No additional information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscopic evaluation revealed that the distal end of each cylinder was completely cut off by a sharp instrument, resulting in a leak. In addition, both cylinders presented wear at a fold in its proximal and distal end. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Microscopic evaluation noted that the kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was identified; however, the reservoir passed leakage testing. Based on the information available and analysis results, the reported clinical observation of device not working properly could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed to remove all the components. No additional information was provided.